Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returning an opened/used sensor.

Event description:
The customer reported via phone call that they had inaccurate sensor readings. Sensor glucose was reading 195 mg/dl, while the customer was experiencing high blood glucose of 478 mg/dl. The customer treated with the insulin pump. The customer also reported that the insulin pump went into threshold suspend when sensor glucose was 70. He was advised about insertion and calibration best practices. The sensor was returned for analysis.